Event description:
Customer called to report high bgs. It was stated that customer rotated sites well, no scar tissue appeared, some of the cannulas were bent, and the insulin was fresh and stored properly, troubleshooting was performed. Device tested ok and insulin exited. However, pump had an alarm that was cleared by pressing the sel/act buttons. Customer was treating high bgs with manual injections.